Event description:
The patient reportedly experienced intermittencies and loss of lock between his external equipment and the implant. External equipment was exchanged. However, the problem was not resolved. Surgery to explant the device will be scheduled.